Event description:
The plaintiff's attorney alleged that the decedent expired at home, on or about (B)(6) 2014, after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products.